Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Literature article entitled ¿evaluation of analgesia and joint function after cemented knee prosthesis replacement" written zou quan, kan shi-feng, fan jia-nan. Publisher and date of publication not provided. The article's purpose was to ¿observe and analyze the evaluation of the efficacy of analgesia after cemented knee arthroplasty, and evaluate the recovery of postoperative joint function, in order to evaluate the short-term and mid-term clinical efficacy of cemented total knee arthroplasty.¿ patient data: 91 patients who underwent knee arthroplasty from november 2013 to october 2016 were included. 47 cases were treated with intravenous combined with oral nsaids analgesics after operation, and 44 cases were treated with epidural analgesia pump after operation. Postoperative follow-up was conducted on 91 patients, and the follow-up time ranged from 5 months to 40 months. Depuy products: depuy bone cement artificial knee joint system (high flexion rotating platform). Cement manufacturer is unknown. Adverse events 36 post operative pain. Treatment included oral and in some cases IV pain medicine or epidural analgesic pump after operation .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.